Event description:
It was reported that the patient experienced near syncope, dyspnea and slurred speech. It was further reported that the right ventricular (rv) lead exhibited suspected oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.